Manufacturer narrative:
The customer¿s report of error 255-16-275 (recorded in the logs as 800.8000) was confirmed. Physical inspection noted the device to be in good condition. Review of the pcu error logs confirmed multiple instances of error code 800.8000 with the last instance having occurred on (B)(6) 2015 at 10:57 am. Testing confirmed that the error was found to occur after an infusion on the pump module had been started immediately following the occurrence of a ¿safety clamp open/close door¿ alarm. This scenario matched the events found in the pcu event logs at the time of the last recorded 800.8000 error. The root cause of the customer¿s report of errors 255-16-275 and 800.8000 is a race condition of starting the infusion on the pcu at the same time as clearing the alarm event on the pump module, with the user using two hands to operate the pcu and pump module simultaneously.

Event description:
The customer reported that a secondary dexamethasone dose was hung after a primary maintenance fluid infusion transitioned to kvo at 25 ml/hr. Channel select was pressed which resulted in the primary screen displaying on the pcu with the options of "restore" or "exit." Restore was selected. The device beeped loudly and displayed error code 255-16-275. The system was changed and the infusion proceeded with no further issues. Reportedly the programming sequence is one the customer uses regularly, and usually there are no issues. There is no report of any patient impact.